Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the 3.0x38 xience prime stent was implanted in the distal right coronary artery on (B)(6) 2014. The patient had chest tightness and heart failure twice the following year. The patient was hospitalized twice on unknown dates and treated with infusion therapy in 2015. The condition resolved. No additional information was provided.